Event description:
In 2007, at 2015, found pt's PICC line broken below the bed. Resident notified, remaining catheter removed. Top piece of catheter was retained and will be sent for analysis. There was no loss of blood and o.t. Was stable. The PICC was inserted the previous month.

Manufacturer narrative:
The sample was received on 3/20/07 and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.